Event description:
During follow-up, a loss of capture, increased pacing impedance and decreased pacing impedance were observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated the event was resolved by explanting and replacing the right ventricular (rv) lead. Following explant, insulation damage was visually observed.

Event description:
Additional information received indicated abbott technical support was contacted. The session records were reviewed and noise resulting in oversensing was observed on the right ventricular lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Device session records were sent to abbott technical support for review and out of range pacing impedance and noise resulting in oversensing was confirmed. However, the cause of the event was unable to be determined as the product was not returned. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.